Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. During examination of the photo, it was observed that there was not a slit in the top disk. The reported defect was confirmed. Missing slits can occur during the manufacturing process; therefore, the defect was determined to be related to manufacturing. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that q-syte closed luer access device was defective. The following information was provided by the initial reporter: defective rubber.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that q-syte closed luer access device was defective. The following information was provided by the initial reporter: defective rubber.